Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing was noted when it comes to this device and competitor right ventricular (rv) lead. Boston scientific technical services (ts) noted that this appeared to be related to minute ventilation (mv) and the mv should be turned off. There was reported pace inhibition but no asystole for > 2 seconds. The mv was turned off. No adverse patient effects were reported.